Event description:
It was reported that during a stenting procedure the wireless footswitch malfunctioned. No fluoro or acquisition was possible. There was no error message on the system. It was possible for the doctor to withdraw the catheter, but the result was that the stent was lost. Presently there is no further info regarding the pt, but according to the complaint report there was no pt injury. This incident occurred in (B)(6).

Manufacturer narrative:
The footswitch was exchanged at the customer site, and returned to the factory for evaluation. The root cause of the footswitch malfunction was identified as a misalignment in the remote connection. The operator's manual does not make a clear statement regarding handling this situation so there is an addendum planned to be distributed to describe: how the operator should behave when there is a footswitch malfunction. What measures are available to continue a procedure in the case of a footswitch malfunction. The addendum will be distributed as a field safety corrective action (fsca). (B)(6).